Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Current repair: product evaluation: product review of the electric dermatome serial number (B)(6) by zimmer-japan on 09 july 2020 revealed that the reported issue could not be duplicated. Product repair: repair of the device was not performed because there was no problem found. This is a limited investigation. A review of the device history records will not be completed for limited investigation complaints as the product meets the applicable acceptance criteria. Device is used for treatment. A definitive root cause cannot be determined. The event is not confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation is complete, a follow up/final report will be submitted.

Event description:
It was reported that the device was in need of repair for skin graft does not work well. Event occurred during surgery. No harm and no delay.